Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were no alarms related to the complaint in the alarm history. A review of the total daily dose showed that the pump delivered accurately up until the last date of patient use. The pump was exercised for 29 hours and the flow accuracy test was completed with no difficulties. The pump was used after the original complaint date and all histories and black box data were overwritten, therefore the lab was unable to adequately investigate the original blood glucose complaint. There was no functional defect found with the pump. Unrelated to the complaint, the keypad was found to be peeling from the contrast button and the contrast button was missing. The contrast button was unresponsive, which has no effect on insulin delivery, and the other keypad buttons responded appropriately. There was evidence of contamination found under the keypad contacts. Unrelated to the complaint, evaluation revealed scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history for this pump and confirmed that it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the patient and confirmed as accurate. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.